Event description:
External radioactive contamination was found outside of the encapsulated radioactive seeds. At close of case (prostate seed implant) the table cover, some mick cartridges, some needles, the water container and part of the mick applicator were above normal background reading. FDA safety report ID# (B)(4).